Manufacturer narrative:
The siemens customer care center (ccc) specialist followed up with the customer about the re-adjustment of the assay and re-running of the calibration verification materials (cvms). The customer said that she had performed the re-adjustment and re-ran quality controls and cvms and that all values were within range. The re-adjustment parameters were also within range. The siemens ccc specialist inquired if the customer had any unexpected elevated results during this time. The customer said that they only had patients that had very low results or not pregnant. No reported results have been questioned. The customer does not plan to repeat any patient samples that were reported out during the period of the failed adjustment. The cause of the failed adjustment is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer called in to report that the dose recoveries of the calibration verification materials (cvms) were high out of range on the hcg assay on an immulite 1000 instrument. Investigation of the issue found that the calibration (adjustment) had failed when previously performed on this reagent lot by the customer laboratory, however, quality controls were in range and patient results were reported out. The customer was asked to re-adjust the assay and run a fresh set of cvms using the same reagents. There were no errors with the re-adjustment of the assay and the cvms recovered within range after the re-adjustment. The customer said that the laboratory did not have any positive hcg results recently and that the physician in the facility has not questioned any results. The customer did not provide any patient results.